Event description:
After the IV antibiotic infusion, I was trying to unhook the IV primary tubing from the patient's PICC lumen clave. It was very sticky and unable to come loose like it used to.  Primary tubing end broke off with a little more exertion tightening the connection further. Only option was to remove the clave from the PICC along with primary tubing and change the clave. Similar incidents are happening with primary tubing and clave on many different occasions.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.